Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that at a follow up visit, a rise in impedances was noted on the associated competitor's high voltage lead. A few days later, the patient alert sounded, and an additional rise in impedance had been recorded by the device, but in-office measurements did not indicate any lead anomaly. One month later, the patient alert sounded again, and a further rise in impedance was seen. The device was explanted. No patient complications have been reported as a result of this event.